Event description:
It was reported that the patient was admitted to the hospital for a pocket infection and (B)(6) bacteremia. The patient's system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.